Event description:
The customer was not able to calibrate b-type natriuretic peptide (bnp) on an advia centaur instrument. Seven troponin I (tni) results and one thyroid-stimulating hormone (tsh) were reported to the physicians. The same samples were rerun on an advia centaur cp instrument. The results were different but with the same diagnostic meaning. Eight corrected result reports were sent to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant tni and tsh results.

Manufacturer narrative:
The customer called the siemens technical support center (tsc). The tsc instructed the customer to troubleshoot and identified the cause of the high coefficient of variation (cv) of bnp was due to the user error: acid reagent bottle was placed in the position of wash 1 bottle. The tsc gave instructions to the customer for decontamination of the system. The customer confirmed that the positions of the reagent were properly indicated on the instrument with different colors. The customer confirms that after the decontamination the instrument is performing within specifications. Further evaluation of the device is not required.